Event description:
It was reported that the marker band became detached. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. After the device was taken out of the package, when the mandrel was removed, the marker band came off with the mandrel, and the mandrel was noted to be bent. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable post procedure. It was further reported that the balloon protector was removed first, before the mandrel, and was removed under vacuum.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). E1 initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. E1 initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the marker band became detached. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. After the device was taken out of the package, when the mandrel was removed, the marker band came off with the mandrel, and the mandrel was noted to be bent. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable post procedure.